Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. In addition the cable was cut off. Due to the device returned condition we were unable to investigate further the activation issues reported. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that after two hours of use, the jaw of the device began to loosen and then stop working, in terms of the jaw did not open or closed, was "disarmed". The nslg2c25 was replaced by a new one, and it failed again within 5 minutes of use, presenting the same condition (the mandible disarmed). After the second failure, the surgeon chose to use an advanced bipolar of the competition. No patient consequence.